Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval the trunk cable connector j702 on the distribution node pca board was damaged and lifted from the pad, causing electrode belt communication problems and the reported service code 204. The root cause for the damaged connector could not be positively identified but the damage was likely caused by excessive force on the trunk cable. No adverse event resulted from the damaged j702 connector. The pt received a replacement electrode belt.